Manufacturer narrative:
The device was not in use at the time of the event; therefore, no further investigation is required.

Event description:
On april 21, 2026, senseonics was made aware of a user being hospitalized with hypoglycemia accompanied by fluid around the heart. The user discontinued use of the eversense system on (B)(6) 2025, and was hospitalized on (B)(6) 2026. As a result of no longer using the system the user was not receiving glucose values and did not receive any low glucose alerts. The user received hospital treatment, including insulin and a procedure to remove the fluid, but no additional medications were prescribed. The healthcare provider was aware of the event, and the sensor was not removed. The user reported feeling better and was preparing for discharge at the time of follow-up.